Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rexh2060 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing the PICC puncture, when the access test was done, there was a rupture of the extension of the mandril, next to the cannon (transparent).